Manufacturer narrative:
Information contained in a legal file indicated that a patient experienced a thrombotic event and myocardial infarction after having a coronary artery stent implanted. The patient received a cypher stent in an unknown artery for an unknown indication in (B)(6) 2004. Approximately (B)(6) years later, the patient experienced a thrombotic event and myocardial infarction. The patient's physician discontinued the plavix (B)(6) months after the initial implant. There is no other information available. There sterile lot number for the device is unknown therefore a device history report review could not be performed. Thrombosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents the progression of disease. With the very limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that the event date is unknown at this time.

Event description:
The following information was received from a legal file. As reported, the patient experienced an myocardial infarction and a stent thrombosis. No additional patient or procedural information is available at this time.